Event description:
It was reported that the patient experienced chest discomfort post implant. High capture threshold was observed. The lead was removed when an attempt to reposition was unsuccessful.

Manufacturer narrative:
The reported high thresholds were not confirmed in the laboratory. The lead exhibited normal electrical characteristics. Mechanical and visual analysis found the lead helix could not be extended due to dried body fluid in the lead distal coil and helix. The lead was cut at 49 cm from the connector pin. The helix could be fully extended and retracted by applying torque directly to the distal coil of the remaining portion of the lead. No defects in materials or workmanship were noted.